Manufacturer narrative:
H10: h3, h6: the device used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Review of complaint history of the reported lot number 2038010 for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number 2038010 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows a partial bent/detached electrode with discoloration/contamination on the screen and scratch/scuff marks on the spacer and cap. The device was returned with a cut cable. During functional evaluation the device cannot be plugged into a known good controller system because of a cut junction cable; the suction line was tested and performed as intended. The device met all specification upon release into distribution. The complaint was verified as the device indicates a bent/detached screen. The root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site or (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy, the tip of multivac wand fell off inside the patient, the tip was removed using a forceps. The procedure was completed with a back up device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.